Manufacturer narrative:
Additional information: medtronic received information that post-operative computed tomography (CT) images could merge with the intra-operative imaging system image acquisitions accurately.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as expected. The imaging system passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for an electrode and probe placement procedure. The issue occurred intraoperatively during the select patient/acquire scans task and delayed the surgery by 5 minutes. It was reported that the site had a preop MRI done with the sites MRI scanner and did their plans on it. They did an imaging device scan first, but it did not merge correctly, they were not able to line up the top or bottom of the scan, they were only able to line up either the top or either the bottom. They attempted a secondary imaging device scan and it was still not merge correctly with the preop MRI. They proceeded with a manual merge and were able to place everything correctly. It looked as if the preop scan was stretched. The surgery was completed with navigation and there was no impact on patient outcome.